Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that patient comorbidities could contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient went into complete heart block after the delivery system crossed the native aortic valve. The valve was able to be implanted at a depth of 6mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) without recapture. Post-gradient was measured as 5 mmhg with no paravalvular leak (pvl). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the same day, a permanent pacemaker was implanted to resolve this event. The patient was discharged in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.